Event description:
The issue reported involved the customer not seeing drops of insulin at the end of the tubing during the filling step of the insulin pump loading process. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump and did not require assistance from a third party. Reportedly, the customer changed cartridge and resumed insulin therapy.